Event description:
It was reported that the cassette was not latched during pre-testing. During device evaluation, it was found that the downstream occlusion sensor was faulty. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the pump was alarming cassette not attached properly. The investigation determined the likely cause of the issue is a faulty downstream occlusion (dso) sensor. The dso sensor was replaced to address this issue.